Event description:
The patient reported elevated blood glucose levels. She stated that at 4 pm her blood glucose readings was over 300 mg/dl with her normal range being 120-150 mg/dl. She said she changed her infusion site and took a correction bolus of 4 units of insulin at 5:15 pm. She stated she ate dinner at 5:45 pm and then bolused 4 more units of insulin. At the time of the call (9:46 pm), the patient's blood glucose reading was 344 mg/dl. The patient stated she does not feel ill and she has no high blood glucose symptoms. During troubleshooting, the patient stated she could see a large air bubble in the insulin cartridge. The patient was advised to disconnect and perform a 2 unit bolus into the air with the tubing attached and then with the tubing disconnected. Both were performed without error. The patient was then instructed to remove tubing and prime out the air bubble which was successfully completed. While checking the bolus history, the patient stated she should have bolused more insulin to bring her blood glucose levels back to normal. On follow up, the patient stated that everything is "going fine" and her blood glucose levels have returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.